Event description:
During a rotator cuff repair, the surgeon experienced an anchor breaking during insertion. The anchor was left imbedded in the patient's bone. A delay of 10-minutes took place to prepare an additional anchor to complete the procedure. The surgeon did not pre-drill the insertion site or use the ao-2 finger technique when inserting the anchor. No patient injury or complications were noted.